Event description:
Boston scientific received information that an internal technical services consultant was contacted regarding the negative morphology of the shock channel of this implantable cardioverter defibrillator (ICD). Reportedly, this device was a right side implant with difficult vascular access. It was unknown whether the appearance of this shock channel had changed since implant. The patient with this device had received one appropriate shock previously. After review, capture could not be confirmed. It was recommended further threshold testing be performed. No patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. During a follow up visit five months later, interrogation revealed the patient with this device and lead were successfully responding to resynchronization therapy. No therapy had been delivered during the past year and all measurements were normal. No loss of capture was noted. The morphology of the shock vector remained as reported when biventricular stimulation is simultaneous, however when the device was reprogrammed, the morphology is similar to the surface signal. Routine follow up visits will be performed. No adverse patient symptoms have been reported.